Event description:
Based on the additional information received on 22-dec- 2015, this case initially considered as non-serious was upgraded to serious as the event of injection site joint chondrocalcinosis episode was added which required intervention. This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns an (B)(6) female patient who received treatment with synvisc one and later experienced an injection site joint chondrocalcinosis episode. The medical history was significant for arthritis previously treated with corticoids (unspecified) and non-steroidal anti-inflammatory drugs (unspecified), severe osteoporosis leading to fractures, hypothyroidism, right thrombophlebitis occurred in 2005, bilateral stripping of saphenous veins in 2006. The patient's concurrent condition included chondrocalcinosis. Relevant concomitant medications included denosumab (prolia) and calcium carbonate (orocal) for osteoporosis, levothyroxine sodium (levothyrox) for hypothyroidism, candesartan cilexetil (kenzen) for arterial hypertension and fluvastatin (fractal) for hypercholesterolemia. The past drugs included 2 courses of visco-supplementation; one with synvisc or synvisc one (information not clearly reported) on (B)(6) 2010 and another with hyaluronate sodium (hyalgan). On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: (B)(4) and expiration date: may-2018) into intra joint of the right knee for gonarthrosis. Before the injection a puncture was performed and 1 cm3 of synovial liquid was removed. It was unknown if the patient had intensive physical activity after the injection. On (B)(6) 2015, 1 day after the synvisc one injection, the patient experienced an injection site joint chondrocalcinosis episode in the right knee associated with an injection site effusion, injection site edema and injection site pain for which the patient received a corrective treatment with one injection of cortivazol (altim). On (B)(6) 2015, 4 days after receiving synvisc one injection, a puncture was performed and 45 ml of blurred, yellow of inflammatory type, synovial liquid were removed. The analysis results were: microcrystals observed: quite numerous crystals of calcium pyrophosphate, red cells: 40/mm3; white cells 4400/mm3 neutrophils 36%, eosinophils <1%, lymphocytes 44% and monocytes 20%. There were no germs and bacterial culture was sterile. X ray radiography of the knee was performed that showed gonarthrosis femoro tibial external, grade gonarthrosis femoro patellar grade IV and there was no edging of chondrocalcinosis. On (B)(6) 2015, a second puncture was performed and 12 ml of synovial liquid was removed. On (B)(6) 2015, the knee edema was resolved and the pain was decreased. The corrective treatment was pursued with diclofenac sodium (voltarene) at 50 mg twice daily. It was reported that the patient was recovering. Corrective treatment: two (2) punctures of the joint of the knee, cortivazol, diclofenac sodium outcome: recovering/ resolving (B)(4). The production and quality control documentation for lot 5rse024, with expiration date (05/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 5rse024, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 23-dec-2015, this was the only complaint reported for lot 5rse024: (1) adverse event report. Genzyme biosurgery will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: required intervention (corrective treatment with a corticoid cortivazol) french imputability: (B)(4). Follow up was received on 20-nov-2015. The global ptc number was added. Additional information was received on 22-dec-2015. The case was upgraded to serious. Patient's demographics (age, weight and height) were added and gender was updated from male to female. Medical history, past drugs, concomitant medications and additional concurrent conditions were added. Suspect product start date and batch/ lot number was added and indication was updated from arthrosis to gonarthrosis. Lab data and corrective treatment was added. The event of inflammatory injection was updated to injection site joint chondrocalcinosis episode. French imputability was updated. Clinical course was updated. Text was amended accordingly. Additional information was received on 23-dec-2015. Expiration date of synvisc one was added. Ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 23-dec-2015: the follow up information does not change the complete case assessment. Sanofi company comment for follow up dated 22-dec-2015: this case was upgraded to serious in the follow up version and concerns a male patient who received synvisc one therapy and had injection site joint chondrocalcinosis episode. As per the information, the causal role of product with the occurrence of event cannot be denied. Also, the lack of information regarding relevant medical condition, risk factors precludes a comprehensive assessment of this case.

Event description:
Based on the additional information received on 22-dec- 2015, this case initially considered as non-serious was upgraded to serious as the event of injection site joint chondrocalcinosis episode was added which required intervention. This unsolicited device case from (B)(6) was received on 19-nov-2015 from a physician. This case concerns an (B)(6) female patient who received treatment with synvisc one and later experienced an injection site joint chondrocalcinosis episode. The medical history was significant for arthritis previously treated with corticoids (unspecified) and non-steroidal anti-inflammatory drugs (unspecified), severe osteoporosis leading to fractures, hypothyroidism, right thrombophlebitis occurred in 2005, bilateral stripping of saphenous veins in 2006. The patient's concurrent condition included chondrocalcinosis. Relevant concomitant medications included denosumab (prolia) and calcium carbonate(orocal) for osteoporosis, levothyroxine sodium (levothyrox) for hypothyroidism, candesartan cilexetil (kenzen) for arterial hypertension and fluvastatin (fractal) for hypercholesterolemia. The past drugs included 2 courses of visco-supplementation; one with synvisc or synvisc one (information not clearly reported) on (B)(6) 2010 and another with hyaluronate sodium (hyalgan). On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 5rse024 and expiration date: not provided) into intra joint of the right knee for gonarthrosis. Before the injection a puncture was performed and 1 cm3 of synovial liquid was removed. It was unknown if the patient had intensive physical activity after the injection. On (B)(6) 2015, 1 day after the synvisc one injection, the patient experienced an injection site joint chondrocalcinosis episode in the right knee associated with an injection site effusion, injection site edema and injection site pain for which the patient received a corrective treatment with one injection of cortivazol (altim). On (B)(6) 2015, 4 days after receiving synvisc one injection, a puncture was performed and 45 ml of blurred, yellow of inflammatory type, synovial liquid were removed. The analysis results were: microcrystals observed: quite numerous crystals of calcium pyrophosphate, red cells: 40/mm3; white cells 4400/mm3 neutrophils 36%, eosinophils <1%, lymphocytes 44% and monocytes 20%. There were no germs and bacterial culture was sterile. X ray radiography of the knee was performed that showed gonarthrosis femoro tibial external, grade gonarthrosis femoro patellar grade IV and there was no edging of chondrocalcinosis. On (B)(6) 2015, a second puncture was performed and 12 ml of synovial liquid was removed. On (B)(6) 2015, the knee edema was resolved and the pain was decreased. The corrective treatment was pursued with diclofenac sodium (voltarene) at 50 mg twice daily. It was reported that the patient was recovering. Corrective treatment: 2 punctures of the joint of the knee, cortivazol, diclofenac sodium outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and results were pending for the same. Seriousness criteria: required intervention (corrective treatment with a corticoid cortivazol) (B)(4). Follow up was received on 20-nov-2015. The global ptc number was added. Additional information was received on 22-dec-2015. The case was upgraded to serious. Patient's demographics(age, weight and height) were added and gender was updated from male to female. Medical history, past drugs,concomitant medications and additional concurrent conditions were added. Suspect product start date and batch/ lot number was added and indication was updated from arthrosis to gonarthrosis. Lab data and corrective treatment was added. The event of inflammatory injection was updated to injection site joint chondrocalcinosis episode. French imputability was updated. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: (B)(4) comment for follow up dated 22-dec-2015: this case was upgraded to serious in the follow up version and concerns a male patient who received synvisc one therapy and had injection site joint chondrocalcinosis episode. As per the information, the causal role of product with the occurrence of event cannot be denied.